Manufacturer narrative:
Concomitant medical devices: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the implantable neurostimulator (ins) was replaced due to normal battery depletion. The entire time the patient had the ins, if he put pressure on his back or moved a certain way the wires would touch to increase stimulation, it was a little more intense. His healthcare provider (hcp) told him it was always that way and it was trying to find the right medium where it helped. Stimulation increased with pressure on his back. Further follow-up is being conducted to determine what troubleshooting was performed and cause of the issue. If additional information is received, a follow-up report will be sent.